Event description:
Per complaint (B)(4), during the osteotomy, the implant became stuck midway. The doctor was unable to remove the implant without damaging the implant or instruments. There was no adverse impact to patient.

Event description:
Per complaint (B)(4), during the osteotomy, the implant became stuck midway. The doctor was unable to remove the implant without damaging the implant or instruments. There was no adverse impact to patient.